Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The site was unable to change the anatomy of a patient when using the pendant. Rebooting the system restored functionality and the procedure was continued. The manufacturer representative was on site to look at the system and was working as intended. The issue resulted in a 5 minute procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.